Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch off.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2013 and performed self-tests up to (B)(6) 2016. Ninety-seven manual power ups were recorded during this time of varying durations, many of which either exceeded the ten minute time-out or a patient impedance was detected. Between the (B)(6) 2016 the device records multiple power ups containing nonsensical durations. This may indicate the user was removing the pad-pak to power off the device. The returned pad-pak was inserted into the device and passed a self-test. The device failed to power off using the on/off button. This would confirm the reported fault. An acceptable shock was delivered during the testing. Upon visual inspection of the membrane tail corrosion was observed. Investigation found the reported fault can be attributed to membrane failure due to corrosion. The corrosion could have resulted in the device being unable to be powered off using the on/off button and likely resulted in multiple manual power ups containing nonsensical durations being recorded in the history log. This would confirm the reported fault. The fault could not be replicated with a good membrane installed. The corrosion indicates the device had been stored in adverse conditions.